Manufacturer narrative:
Additional information was requested, but has not been received. The lens was not available for evaluations; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviation found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed z-syndrome (lens vault) post implant of the lens in the right eye. Reportedly, a yag, ctr or explant procedure was planned to treat the reported issue. Additional information has been requested, but has not been received.